Event description:
The reporter claimed that the patient's blood glucose elevated to 400 mg/dl with symptom of ketones after there were multiple occlusion issues with the animas pump. Reportedly, the occlusion alarm has occurred 6 times on (B)(6) 2011 and 3 times on (B)(6) 2011. The patient's blood glucose was normalized with correction insulin via syringe. During troubleshooting, the occlusion issue was resolved with training. The animas representative went over the causes for the occlusion and recommended that the site/cartride be changed every 2-3 days. This complaint is being reported because the patient reportedly had a hyperglycemic episode after the occlusion issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.